Event description:
It was reported that a home pd system kaguya set was leaking between the connection of the cassette and the solution bag. This occurred during priming for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.